Event description:
(B)(4). The patient is an (B)(6) old female approximately (B)(6) with a diagnosis in (B)(6), 2009 of asd after evaluation for a murmur. Medical history includes syncope related to heat exhaustion, eczema and ECG documentation on (B)(6), 2010 of rv hypertrophy with a rsr complex in v1 and v2 ECG leads. The patient was brought to the cath lab on (B)(6), 2010 where a pre-procedure ice demonstrated a moderate secundum asd with rv enlargement. The distance of the defect to the coronary sinus was 6mm, av valves 12mm, and rulpv 33mm. The aortic rim was present, av valve, svc, and ivc rims were all sufficient. The native diameter of the defect was measured via spot cine as 14mm, stretched to 16mm via stop-flow technique. A 16mm aso was implanted without complication and a post-procedure tte showed no residual shunting and no pericardial effusion. The pre-discharge tte on (B)(6), 2010 showed no residual shunting at margins of the device, a tiny residual shunt through the device, and a tiny anterior pericardial effusion was present. The patient was discharged with no intervention for the pericardial effusion. On (B)(6), 2010 the patient was seen for one month follow-up. A tte showed no residual shunting through the device and no pericardial effusion. The adverse event was considered resolved.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since the device remains successfully implanted. The independent dsmb considered this event resolved and not related to the device, delivery system or procedure. The aga medical erosion board reviewed and adjudicated this event on (B)(6), 2011 and determined no erosion occurred.